Event description:
It was reported that the patient did an at home system controller exchange. Log files were submitted for review and captured a backup battery fault alarm associated with a (f34) ebb_circuit_fault power fault flat at 22:45:00 on (B)(6) 2024 which was indicative of poor connection between the backup battery and the system controller. The log files also captured a driveline disconnect that corresponded to the report of the patient performing an at home system controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a2 - patient age corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted ( (B)(4) ) for review that showed events spanning approximately 4 days (17jul2024 ¿ 18jul2024, 01jan2000, 24jul2024 per timestamp). Backup battery fault alarms were active due to an ebb circuit fault on (B)(6) 2024 from 22:45:00 ¿ 22:51:11. Pump operation was not affected. The driveline was disconnected on (B)(6) 2024 at 22:50:55; which is consistent with the provided information of the patient performing a system controller exchange. There were no other notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.